Event description:
I visited (B)(6) for a rapid covid-19 pcr test. From the moment I walked in, the lab was completely disorganized. People who had "appointments" were waiting for an hour+. I noticed that people were charged differently for the same test. There was one person working there at the time I walked in and this person was in charge of checking people in and testing them at the same time. I should have known right away this was a hotbed for mishandling and misconduct. I am fully vaccinated and have been isolated for multiple weeks. 6 hours after my test, I was provided with a "positive" covid-19 result. I knew right away this was inaccurate, so I immediately ran to another (far more reputable) testing place. I immediately tested negative. I went the next day to a government testing site and tested negative again. It was extremely emotionally distressing to be given a "positive" covid-19 test when it was, in fact, not true. FDA safety report ID# (B)(4).